Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 10:00am at home. Caller stated she went to check on her father in the morning and he was found unresponsive. The end-users blood glucose was tested, and she received a result of 244mg/dl., a normal result for that time of day is around 110mg/dl she then called the paramedics, who arrived within 5-10 minutes. Paramedics tested then end-user with their meter and received a result of 44mg/dl. The caller was unsure if the paramedics tested the end-user with the prodigy meter or what treatment he received from them. The end-user was transported to (B)(6) located at (B)(6) by paramedics. Caller did not recall what the end-users blood glucose was when he arrived at the hospital. Then end-user was admitted to the hospital due to his blood glucose being low for 3 nights. Caller did not disclose what treatment he received or what tests were performed. The caller stated that the end-user's insulin was lowered and that he is no longer taking invokamet after seeking medical attention. No additional information was provided.